Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead detected an episode of ventricular lead noise as high ventricular rate. No changes or intervention was performed. The patient condition is stable with no adverse health consequences reported.